Event description:
Event description guidant received information that this pacemaker could not be interrogated. The programmer indicates the device is not supported. The programmer had software version 2892 version 1.2. Technical services advised to contact the local representative for software version 1.24.